Event description:
Same case as 1527460-2009-00059. The complainant reports an under delivery. It was reported that the feeding rate was set at 300 ml per hour and the pump delivered 110 ml of formula.

Manufacturer narrative:
Under delivery; no consequence or impact to patient. The device reported is an abbott product that is the same or similar to a device that is marketed domestically.